Event description:
Boston scientific received information that this system had exhibited two shocking impedance measurements which were greater than 200 ohms. Other lead diagnostics were stable and within normal limits. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). A boston scientific technical services consultant discussed the clinical observations with the caller and recommended additional testing to evaluate the system. This product issue will be re-evaluated if additional details are are received.

Manufacturer narrative:
(B)(4). Additional information was received confirming this patient was brought in for non-invasive programmed stimulation (nips). Prior to the testing, impedance measurements were 94 ohms in triad configuration, 77 ohms in distal coil to can configuration and 151 ohms in distal coil to superior vena cava (svc) coil. A 41j shock was delivered in distal coil to can configuration which produced an impedance measurement of 69 ohms. The device was reprogrammed to this configuration. No other adverse events have been reported. This product issue will be re-evaluated if additional details are received.